Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported a 50-year-old male patient was asked to have an 8194118 intravenous catheter inserted on (B)(6) 2024 according to the needs of treatment, the catheter was indwelling in the body for 34 cm, the length of the catheter was exposed 0 cm, the patient was bedridden, his activities were limited, during the treatment, the exposed catheter at the puncture site showed trachoma exudate, and he was extubated on (B)(6), and there was no resistance during the extraction process. The patient was hospitalized for a long time, and at the time of the incident, the patient was at the end of life, and the catheter leakage was removed, and the patient's family and customers were not particularly concerned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc catheter was returned for evaluation. An initial visual observation of the video showed that as the catheter was infused, a clear liquid leaked out of the catheter tubing, just distal to the molded joint. Use residues were observed on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a 50-year-old male patient was asked to have an 8194118 intravenous catheter inserted on (B)(6) 2024 according to the needs of treatment, the catheter was indwelling in the body for 34cm, the length of the catheter was exposed 0cm, the patient was bedridden, his activities were limited, during the treatment, the exposed catheter at the puncture site showed trachoma exudate, and he was extubated on (B)(6), and there was no resistance during the extraction process. The patient was hospitalized for a long time, and at the time of the incident, the patient was at the end of life, and the catheter leakage was removed, and the patient's family and customers were not particularly concerned.